Event description:
It was reported that the needle of the bd micro-fine¿+ pen needle was found damaged by the doctor after the patient brought it in. The following information was provided by the initial reporter, translated from chinese: "the patient needs to use the needle for insulin injection for a long time due to abnormal blood glucose. On the afternoon of august 4th, the patient went to the outpatient clinic to report to the doctor that the injection of multiple needles in this batch was extremely painful, and blood would come out when the injection was completed. After taking a photo and zooming in, the needle was found a bifurcation at the front end. This incident caused a serious psychological shadow to the patient. The patient was afraid of injecting insulin, which was not good for his condition. The patient asked to stop using the product and investigate the issue.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 2023-08-23. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h10.

Event description:
It was reported that the needle of the bd micro-fine¿+ pen needle was found damaged by the doctor after the patient brought it in. The following information was provided by the initial reporter, translated from chinese: "the patient needs to use the needle for insulin injection for a long time due to abnormal blood glucose. On the afternoon of (B)(6), the patient went to the outpatient clinic to report to the doctor that the injection of multiple needles in this batch was extremely painful, and blood would come out when the injection was completed. After taking a photo and zooming in, the needle was found a bifurcation at the front end. This incident caused a serious psychological shadow to the patient. The patient was afraid of injecting insulin, which was not good for his condition. The patient asked to stop using the product and investigate the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.